Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that the patient had an infection. They were recently diagnosed with mrsa bacteremia. Someone from the hcp¿s office reached out to the rep on the day of the report to tell them that the patient would be having an explant because of that. The hcp would like to move forward with explanting the spinal cord stimulator (scs) system. It was unknown if there were any environmental/external/patient factors that could have led to the issue. The rep noted that the patient did not show up to any of their post-op visits or subsequent reprogramming sessions. That is all the rep knows. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.